Event description:
The clinic reported that a laser vision correction patient presented with striae in her left eye one day post treatment. She reported she poked her left eye. It was stated that the patient experienced loss of best corrected visual acuity (bcva) equal to 1 line. The patient complained of irritation. Bcva right eye pre-op 20/20, post-op 20/20. Bcva left eye pre-op 20/20, post-op 20/25.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.